Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the pericardial effusion and the clip that opened while locked. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was implanted without incident. The second mitraclip was inserted, but the mitraclip opened while it was locked. This happened four times when the mitraclip had a grasp on the leaflets. The undeployed clip delivery system was removed from the anatomy without issue. During use of the second mitraclip, a slow pericardial effusion was noted and monitored. A pericardial drain was placed and continued to drain blood after a fair amount of time. Due to the progression of the pericardial effusion, the procedure was completed with the single clip and mr grade 2. The doctor performed a pericardial window and found "a nick in the right ventricle" suspected to be caused by the pericardial drain. The doctor did not find a perforation. Surgical repair of the ventricular nick was performed. The patient tolerated the surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device was investigated and the reported mechanical issue was unable to be confirmed during device analysis. The device functioned normally and remained closed while locked. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history did not identify a lot specific product quality issue. A definitive cause for the reported mechanical issue (clip opening while locked) could not be determined in this incident. Pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. In the physicians opinion, the transseptal puncture likely caused the pericardial effusion. There is no indication of a product quality issue with respect to manufacture, design or labeling.